Manufacturer narrative:
A review of device history records indicates that product tested from the indicated lot meets all required specifications prior to release. There are no significant issues associated with the manufacture of this lot. Bioform medical, inc. Is using periodic contact with dr.'s office as a method of evaluation. Dr. Is treating this patient at the time of this report. The patient visited dr. In 2004, at which time it was reported that the patient was doing fine. A medral dose pack had been previously administered.

Event description:
Patient was injected with radiesse in her lips. The patient is experiencing swelling at the injection site. The office manager at dr.'s office described this event as a possible allergic reaction.